Manufacturer narrative:
The getinge service territory manager (stm)that was dispatched to evaluate and fix the issue, identified blood contamination in pneumatic module assembly. Since contamination limited to module, it (0997-00-1178) was replaced. Stm performed functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Iabp unit returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) blood was discovered in the catheter.